Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 14 atm's on the inital inflation. The pt was asymptomatic during this event. The lesion being treated was a very calcified anf 95% stenotic lesion in a minimally tortuous mid lad coronary artery. The maverick2 monorail balloon catheter was removed and replaced with a guidant powerail balloon catheter to successfully complete the procedure. Pt status is repoted as "good".